Event description:
Revision surgery - the pt had an infection. Surgeon removed the shell and liner which was a stryker-osteonics part. The surgeon replaced the liner with a djo xalt liner. The surgeon removed the stem, but re-inserted after cleaning it out.